Event description:
See medwatch report attached. It was reported that the patient had same-day surgery for "removal of epidural spinal cord stimulator and pulse generator" as a result of a non-functioning epidural spinal cord stimulator. It was noted that the documentation revealed that the patient's previous incision was identified along with the epidural stimulator electrode. The electrode was identified in the subcutaneous tissue and dissected free. The epidural electrode was then advanced out without difficulty the connection was noted to have lost the insulation at several areas. The large electrode connection into the posterior generator was then cut and the electrode in the back was removed. The pulse generator was then removed without reported difficulty. The patient tolerated the procedure well and was discharged home after recovery. No information was found when the epidural spinal cord stimulator and pulse generator was implanted in the patent. The patient's diagnosis at the hospital for the procedure was "mechanical complication of implant."

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins), serial # (B)(4), found no significant anomaly and was not in new condition. Final analysis of the lead, lot # j0406602v, found the conductor was broken at the titan anchor site. Final analysis of the extension, serial # , found no significant anomaly and shorted between circuits due to overstress/da mage on the proximal end. Final analysis of the anchor, product # 3550-39, found no significant anomaly and the titan anchor separated. Final analysis of the plug, product # 3550-09, found no significant anomaly and the connector leg was stretched.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type extension product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient product ID 3550-39, product type accessory product ID 3550-09, lot# la3202, implanted: (B)(6) 2002, product type accessory product ID 3550-09, product type accessory product ID 3487a-45, lot# j0406602v, implanted: (B)(6) 2005, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.